Event description:
The device was used during a lobectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device, resecting the incomplete stapleline. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.